Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements. Loss of capture was observed at 5 volts resulting in pacing inhibition. It was determined the lead had dislodged. An invasive procedure was performed. When the pocket was opened, a 90 degree kink was noted between the suture sleeve and the device. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a 90 degree bend in the lead. Additionally, damage to the coils was noted along with a hole in the insulation 95 millimeters (mm) from the terminal pin. The damage was consistent with damage caused during the implant procedure. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of increased threshold measurements, loss of capture, or dislodgement.